Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her health care provider believed the insulin pump was not delivering the correct amount of insulin. The customer experienced a high blood glucose level of 260 mg/dl. The customer was being hospitalized with a diabetic ketoacidosis. The customer was in intensive care unit. The customer was in the hospital due to a stomach flu and high blood glucose levels according to her healthcare provider. The device was not returned.